Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a gynecological procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced pain after sex, shooting and burning pain inside of vagina and anus, pulling pain in the pubic bone, cutting pain inside and difficulty of walking with pulling pain in the legs, down the back and inner thighs. It was also reported that the patient developed rashes on the skin, takes gabapentin for shooting nerve pain and unknown medication for severe stomach acid. Additional information has been requested.